Event description:
The device was used during a colon procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/9/1998-supplemetal report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.